Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4)

Event description:
It was reported that the patient was admitted to the hospital after receiving inappropriate shocks. The right ventricular (rv) lead was sensing noise, had short v-v intervals, and false ventricular fibrillation (vf) was detected due to oversensing. There was also high impedance, and the lead had an apparent fracture due to clavicular crush. Detections were turned off and the lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.